Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: no anomalies were found; full lead was returned for analysis.

Event description:
It was reported the lead was explanted and replaced due to high thresholds and dislodgment. Additional information was received that reported the device was explanted due to "suspected failure." No patient complications were reported as a result of this event.